Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump customer had alleged that the insulin pump was under delivering because the blood glucose level was going up after giving bolus. The blood glucose value was 335 mg/dl and treated it with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.